Event description:
The rptr stated the surgeon removed an aq2003v silicone three piece lens from the lens tray and noted there was a crack on the lens. The lens was not used or loaded and there was no pt contact. The rptr stated the lens was defective.

Manufacturer narrative:
Eval: results: visual inspection of the returned prod found the lens optic torn in two pieces. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, work order search and the eval of the returned prod, a specific root cause of the event could not be determined.